Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a black particle inside. The issue was observed during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device and a photograph of the sample were received for evaluation. The actual sample was received partially filled with solution. A visual inspection with the naked eye and with magnification did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no issue was observed in the connector or cap area of the actual sample. A visual inspection of the photograph was performed which did identify a dark thread-like particle on the right side of the blurry photograph. The reported condition was verified by the photograph only and not in the evaluation of the actual sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.